Event description:
The patient reported the infusion sets were leaking insulin from near the needle. No further information is available. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.